Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience lung cancer. There was no medical intervention required by the patient. The reported event of lung cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the device at the distributer and at this time no further investigation can be performed. If any additional information is received, a follow-up report will be filled. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
Additional information was received on june 24, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung cancer related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed unknown white, and black contamination (dust like) , inconsistent with degraded sound abatement foam, at the air inlet of the blower box, unknown white contamination (dust like) , in the iso port (international organization of standardization.), light dust like contamination on top and bottom of the blower motor and the blower motor seal, unknown tan dust like contamination in the blower box, light black dust like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error code. The manufacturer concludes that they were not able to confirm the customer complaint and there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-44224-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.